Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular exhibited out-of-range high pacing lead impedance and low sensing. On (B)(6) 2017, the patient was brought in for a revision procedure and fracture was noted on the lead. The lead was capped and replaced during the procedure, and the patient was stable post-procedure.